Event description:
It was reported that rubber ring around edge of device had come loose and had to be glued back on. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance or follow-up, so no additional troubleshooting was performed and no further action was required.